Event description:
It was reported that the pt's device was implanted outside the cochlea due to a surgeon's mistake. The pt has had a history of unsatisfactory evolution with her internal device. Surgery to revise the pt's implant will be scheduled.